Event description:
The distributor contacted animas alleging a patient was unable to prime the pump. During evaluation a misaligned display screen and partially dislodged force sensor pins were discovered. The issue is being reported based on evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas and evaluated on 1/27/2012. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. An 'ezprime' operation was performed with no loss of prime warnings duplicated. There was one loss of prime warnings associated with zero force in the pump history. Unrelated to the force sensor pin issue, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.